Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The rse was able to send an excel file for the clinical audit to the customer as requested. Further information was requested regarding the "undesirable event". However, no further information was able to be obtained. Based on the information available, there was no product failure; the customer needed assistance with extracting log files. The reported "undesirable event" was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix indicating that the customer would like philips to extract from the logs of the central station the alarms for room 208 between 17:00 and 18:30, including the inoperative (inop) blue alarms. Regarding a usage problem, the customer reported they had an undesirable event and the different alarms will allow them to explain to the department why there was a problem. It is unclear at this time what "undesirable event" occurred. No patient incident related to the philips equipment was declared by the customer. However, it is unknown if there was a user issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).